Event description:
It was reported the lead was explanted and replaced, due to non capture and apparent fracture. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available, due to confidentiality concerns.